Event description:
On august 19, 2008, the mhra informed lifescan (lfs) of a user report alleging a onetouch ultra glucose meter may have contributed to the dissemination of hepatitis b in a nursing home. On august 27, 2008, lifescan's product safety manager spoke with the reporter, a health protection agency (hpa) physician, to obtain and verify info. Mhra informed lfs of an outbreak of hepatitis b in a nursing home, and that an lfs glucose meter was observed contaminated with blood. The outbreak was detected when one of the residents, an elderly male, was admitted to a hospital and found to have acute hepatitis b in 2008. The hpa identified two more residents with acute hepatitis b. Two additional residents were found to be carriers. It appears that at least four of the five cases are related (same hepatitis b serotype). All five pts have diabetes mellitus and either require or have in the past required blood glucose testing at various testing frequencies. Both nurses and nurse assistants perform blood glucose testing at the facility. Prior to the event date, testing was performed using single use lancing devices; it was not clear whether these were lfs products. Testing supplies were obtained through the community diabetes nurse. Some residents claimed that the staff did not always change gloves and/or wash hands between pts. These pts were tested using one glucose meter, believed to be the contaminated onetouch ultra meter. One of the infected pts, a carrier, had a weeping sore on his leg. The hpa physician stated that the hpa office provides regular training to healthcare professionals in these homes regarding universal precautions to prevent the spread of infectious diseases, such as hepatitis b. In addition, when marketing our products to customers using onetouch branded meters in healthcare professional settings, it is also lfs's policy to provide training. This training reinforces the need to practice universal precautions. When marketing the meters, lfs will recommend using only one meter for each pt and using single-use disposable lancing devices. Finally lfs keeps a record of all meters sold to these clients. The subject onetouch ultra meter was obtained through a distribution channel through which lfs did not have the opportunity to provide the facility add'l training. The cause for the dissemination of the viral disease appears to be the failure of the facility to follow proper universal precautions. The hpa physician stated the investigation postulated through exclusion that the meter was a fomite for the transmission of the hepatitis virus. Other factors, such as not changing gloves between pts may have also contributed to the outbreak, especially since an infected pt had weeping sores.

Manufacturer narrative:
On sept 2, 2008, lfs's product safety manager spoke with r.n., cdrh/osb/dss/rsmb, about this incident. On the direction of rn, this complaint is being reported as a single adverse event. Lifescan will continue to monitor any allegations of transmission of infectious diseases through its post market surveillance systems. Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.